Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced intermittent muscle stimulation in the upper pocket. With bipolar iso- metrics, muscle stimulation was reproduced and noise was noted on the iegm. The ventricular polarity was changed to the unipolar configuration.